Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker felt like someone was punching her in the chest. The patient also reported that there was an infection. There was no further information on this event. All available information indicates that the product remains in service. No additional adverse patient effects were reported.